Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of monitor sn (B)(4) is currently underway. Device evaluation of belt sn (B)(4) has been completed. As received, the belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 08/20/2015; belt: 08/09/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. It was reported that the patient was treated on the way to the emergency room. The patient's daughter reported that the patient was 'gone before the alarms went off'. Review of the event indicates that the device detected vf at 18:20:43 on (B)(6) 2016 and delivered a total of 6 shocks during vf. The first shock was delivered at 18:21:20. The rhythm after the first five shocks did not convert. The pulse energy during the first five shocks varied between 6j and 109j. The low energy shocks may be due to poor electrode contact during resuscitation efforts. The sixth and final shock converted vf to bradycardia at 30bpm. The electrode belt was disconnected approximately 23 minutes later.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. Device evaluation of belt sn (B)(4) has been completed. As received, the belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 08/20/2015; belt: 08/09/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. It was reported that the patient was treated on the way to the emergency room. The patient's daughter reported that the patient was 'gone before the alarms went off'. Review of the event indicates that the device detected vf at 18:20:43 on (B)(6) 2016 and delivered a total of 6 shocks during vf. The first shock was delivered at 18:21:20. The rhythm after the first five shocks did not convert. The pulse energy during the first five shocks varied between 6j and 109j. The low energy shocks may be due to poor electrode contact during resuscitation efforts. The sixth and final shock converted vf to bradycardia at 30bpm. The electrode belt was disconnected approximately 23 minutes later.